Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 9 of 10.

Event description:
Impossible to work in a 1.8 mm incision. The sleeves are too soft. No patient impact, no product available.